Event description:
The customer contacted physio-control to report that they had gone to power their device on and it would not power on. After multiple unsuccessful attempts, the unit finally did power on, but only intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported intermittent failure. Physio then replaced the system pcb/interface pcb flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed system pcb/interface pcb flex cable assembly but was unable to verify the reported failure.